Event description:
A customer reported to baxter (B)(4) of an adminstration set that was blocked. This condition occurred before usage. It is unknown in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation. A visual inspection was performed and the defect was confirmed; since there was a blocked connector in the interior evidenced in cavity of mold. The cause of this reported condition has not been identified. A batch review was conducted and there were no issues found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to (B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.